Event description:
Discrepant advia centaur tni ultra results were obtained on pt samples. The results were reported to the physician(s). The results were questioned when a problem was discovered with the tni ultra qc values. The samples were retested and corrected results were reported. The pts were admitted to the hospital. There was no report of adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur tni ultra results were obtained on pt samples. The results were reported to the physician(s). The results were questioned when a problem was discovered with the tni ultra qc values. The samples were retested and corrected results were reported. The pts were admitted to the hospital. There was no report of adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur tni ultra results were obtained on pt samples. The results were reported to the physician(s). The results were questioned when a problem was discovered with the tni ultra qc values. The samples were retested and corrected results were reported. The pts were admitted to the hospital. There was no report of adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur tni ultra results were obtained on pt samples. The results were reported to the physician(s). The results were questioned when a problem was discovered with the tni ultra qc values. The samples were retested and corrected results were reported. The pts were admitted to the hospital. There was no report of adverse health consequences due to the discrepant tni ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to not recognizing the acid bottle was empty. The instrument is performing within specs. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to not recognizing the acid bottle was empty. The instrument is performing within specs. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to not recognizing the acid bottle was empty. The instrument is performing within specs. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to not recognizing the acid bottle was empty. The instrument is performing within specs. No further evaluation of the device is required.